Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore the reported issue was not confirmed and the root cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated issue, during dwell 4 of 5, it was reported that the home patient (hp) received a system error (se) 2367. The hp cleared the error and ended the therapy. The caregiver (cg) reported that there was nothing unusual about the supplies and the hp was able to perform therapy at a later time with no difficulties. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.